Event description:
Reported by patient as: "I had a second infected port. I was treated with intravenous antibiotics, and the port was removed. I spend a few days in the hospital." Follow up with the doctor reveals: "3 attempts at due diligence to ask if this infection and pain were device related with no reply back from the physician."

Manufacturer narrative:
Taper type ii. The product associated with this report will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Pain and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.